Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a condition of "power on air" was not confirmed during product evaluation. However, baxter quality engineering did confirm this condition as a defective battery. The battery was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of (B)(4) 2010. Baxter continues to support the product in (B)(4) and will do so until parts remain available. Baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
The facility reported a flo-gard infusion pump with "power on air." According to the facility, this event occurred upon power up in the emergency room. This event may have been a false air in line alarm. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.